Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5071-53 implantable pacing lead, (B)(6) 2006; 5076-52 implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the physician suspected performance issues with the battery. The device was explanted and replaced. During the explant procedure, the physician chose to explant several old leads. After these leads were extracted, it was noted that the proximal end of the svc (superior vena cava) coil was stretched, such that an apparent strand of the coil was stretched. The lead remains in use. No patient complications have been reported as a result of this event.